Event description:
Reporter indicated a vns pt presented with high lead impedance. The pt's generator was not programmed off because the pt is still feeling the stimulation in addition to benefiting from stimulation. The physician will not provide any additional info due to privacy laws. X-rays reviewed by the MFR revealed no obvious anomalies were observed that could be contributing to high impedance. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the high impedance was received on both normal mode and system diagnostic tests. The patient is planning on having a revision surgery at the end of the year.

Event description:
Reporter indicated the patient's vns generator was explanted due to end of service. It is unknown at this time if the lead was explanted as well. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Follow up revealed only the generator was replaced due to end of service. The patient's original lead is still implanted. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Corrected data: post revision surgery diagnostics results were within normal limits.

Manufacturer narrative:
This report is not late as supplemental reports were unable to be submitted using MFR report # 1644487-2008-01785 due to technical difficulties as previously submitted reports were not associated with the MFR report #. Supplemental report #5 and was previously submitted using MFR report # 1644487-2019-00457 as an initial report.

Event description:
A scientific article was received which discussed the patient¿s history with the vns device. The article discusses the replacement surgery of the patient's m102 generator, and that during this surgery a disconnection between the lead and the generator was observed. After the surgery, lead impedance was reportedly within normal limits. The article states that the lead was ¿repaired¿ during the surgery and the patient reportedly did well after the procedure; however, the patient later experienced an increase in seizure frequency, loss of alertness, and developmental arrest. The patient¿s vns parameters were reportedly optimized due to these events which provided no benefit, and treatment with rufinamide (inovelon) slightly decreased the seizure frequency. Per the article, the break of the lead was never detected during a system check (assumed to mean diagnostics) after the surgery which repaired the lead, and that the lead impedance was always within normal limits. The patient underwent another generator replacement approximately 10 years later. The lead insulation was found to be damaged the surgery and the lead was replaced at this time. Both the generator and lead were discarded. Due to the significant amount of time that elapsed between these reports, the two events were inadvertently not linked and this lead replacement was reported separately on MFR. Report #1644487-2017-03666. All additional information will be reported on MFR. Report #1644487-2008-01785. Based upon the significant amount of time that the high impedance was present and the patient's clinical symptoms, the previously reported high impedance is due to a lead fracture. No additional or relevant information has been received to date.

Event description:
Information was received that the lead will not be returned for analysis. Additionally, follow up determined that the cause of the increased seizures and cognitive changes was due to the progression of the patient's disease state as evidenced by the vns no longer being as effective as it once was. No additional or relevant information has been received to date.